Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 560 mg/dl. Customer stated that insulin pump alarmed for no delivery and battery out limit. Customer was successful in changing complete set and was able to rewind the insulin pump. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.